Event description:
Gravity drip tubing set 92" flow reg y 15mic 20dp ims mfg: trucare biomedix supplier: integrated medical. Patient reports multiple tubing sets have started to "leak" where the hard plastic adapter and the soft plastic tubing connect. No harm done. Just used another tubing set. Patient threw away packaging so do not know lot number.